Event description:
During acl reconstruction the endocopic drill bit (7mm) broke while drilling femoral tunnel. A delay of two hrs took place dur to the drill tip being stuck in the femoral tunnel. Surgeon had to overdrill and remove from the outside in. No pt injury resulted.

Manufacturer narrative:
Product not returned for evaluation.